Event description:
It was reported that (1) atw35 and (1) tr35w were used during laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the original firing of endo cutter was fine. When device was reloaded it was reported that reload malfunctioned during the second firing. The reload tr35w only stapled approximately 1/2 the length of the staple line. The surgeon removed misfired staples from the pt. It is unknown how the case was completed. There was no consequence to pt.